Event description:
It was reported that the pump exhibited a double beeping alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a damaged downstream occlusion (dso) sensor was found. The customer's problem was replicated. The cause of the problem was a damaged dso sensor, and it was replaced to fix the issue.